Event description:
It was reported to gore the patient presented 9 days post implant, of the gore viabahn® endoprosthesis, with thrombosis. The patient was lysed overnight and the thrombosis was removed interventionally the following day. The device remains in the patient and is functioning as intended.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. Refer to medwatch #2017233-2014-00476 for other device.